Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump¿s black box showed several cs162 loss of prime due to force equal to zero warnings. During testing, the pump powered on with an unrelated cs127 call service alarm that would not clear. The complaint of a loss of prime issue was not able to be adequately investigated due to the recurring cs 127 call service alarm. The call service alarm issue was reported under medwatch report number 2531779-2015-30064. The pump¿s cover was removed and an intermittent condition was found to the force sensor flex due to a cracked trace near the pin.